Event description:
It was reported that multiple cartridge alarms occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. There was no reported adverse impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.